Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to t-wave oversensing and short-cycle noise with sudden rise and low pacing impedance. It was also reported that the rv lead exhibited high short interval counts (sic). The system was reprogrammed and the lead was inactivated. The patient was admitted to a healthcare facility for system replacement the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The previously reported low pacing impedance was in fact low defibrillation impedance. The lead's pacing impedance was reported to h ave suddenly risen to a high range. It was later reported that the lead exhibited high thresholds and had fractured. The lead was capped and replaced. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.